Manufacturer narrative:
No customer material was received for the investigation. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Qc was performed on the day of the event and it was acceptable. The product has been requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. It was alleged that at 8:40 pm, the result on the meter showed "hi" (>600 mg/dl) while at 8:43 pm, the meter result was 190 mg/dl (when tested on the other hand), and at 8:45 pm, the laboratory result was 156 mg/dl. No treatment was given to the patient based on the laboratory result. The customer believed there was an operator error when the meter obtained the result "hi" as the patient was moving around and swinging their arms.